Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
(In addition to what was already reported). Additional information was received. It is reported that the surgeon replaced the screws with 5 mm screws. It is reported that as the broken screws were not able to get out of the patient, the surgeon had to use a new hole. It is reported that the patient is "fine so far."

Manufacturer narrative:
On mar 24, 2017, potential lots were provided for this item number and their respective device history records were reviewed; no non-conformances were found. Potential lots are below: 735860, 522540, 932280, 508620, 544820, 905280, 905260, 898080, 435460, 435500, 300800, 435440, 777590, 416500, 286120, 498520, 069270, 095770, 104150, 099090.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a craniotomy, the screws broke when screwed into cranial bones. It is reported that the breaking did not occur until the final tightening "when the screw still protrudes about 1/3 from the bone." It is reported that the patient retained a foreign body. It is reported that "it is unclear whether bolt parts were lifted." It is reported that there was no delay over thirty minutes. It is reported that the procedure was completed with a wider screw.